Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Since the patient does not require bi-ventricular pacing, the lv was electrically abandoned. The field representative was unable to obtain additional information relating to this issue from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.